Event description:
It was reported that a user¿s dexcom g7 sensor provided glucose readings in the dexcom app but did not display readings on the ilet, indicating intermittent communication failure between the cgm and the pump after the user paired the sensor with the ilet first and then with the dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with the affected device components aligning to electrical and magnetic elements including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.